Manufacturer narrative:
Per customer, nebulizer isn't pushing out air. The motor comes on but nothing happens. Customer is requesting replacement. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per customer, nebulizer isn't pushing out air. The motor comes on but nothing happens. Customer is requesting replacement.